Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in d9, h3, h6, h10. H6: type of investigation was updated to include b01 for the actual sample received. Investigation findings was changed from c20 to c13. H10: the customer returned a sample with product code 5c4482 for evaluation. Visual inspection with the naked eye and magnification noted broken occlude legs. The reported condition was verified. The cause of the crack/damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation between the main body and twist clamp (twist sleeve). This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.